Event description:
Pen needle bends occasionally after insertion into skin-not at surface but inside adipose tissue. Dates of use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: dosing of insulin.